Event description:
It was reported that upon preparation of this device for an angioplasty procedure the balloon of this device was ruptured or would not hold pressure. The device was not used in the procedure. There was no pt involvement in this event.